Manufacturer narrative:
Product ID: (B)(4) pacemaker, 4574 atrial lead the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead had no capture and was subsequently repositioned. The lead remains in use. No patient complications have been reported as a result of this event.